Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The customer's blood glucose was unknown. The customer stated that they took a shower, removed the sensor, recharged, and didn't get through the process. The customer stated that the battery was not out of the insulin pump greater than duration allowed by the insulin pump. The battery out limit occurred during normal use. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected button error alarms noted and no battery out of limit alarm noted during our testing. All operating currents are within specification. The insulin pump passed off no power alarm and self test properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched ldc window, missing end cap sticker and cracked battery tube threads.